Manufacturer narrative:
Occupation (other): ahs product quality & safety. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation in the esophagus procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the device only indicated pressure at 2 atm, but the balloon was able to be inflated. There were no patient complications reported as a result of this event.